Event description:
Revision surgery was performed due to repeated dislocations of the right hip. Devices were originally implanted in 2005.

Event description:
It was reported that a revision of hip implants occurred.